Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that in the neurosurgery operating room, the mobi-c prosthesis was found to have externalized postoperatively on day 1, causing segmental instability and spinal cord compression. Explantation followed by implantation of another cervical cage brought clinical improvement to the patient.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb063k lot: 5378405), superior plate (mb062k lot: 5378388) and the polyethylene insert show no signs of damage. X-rays were provided which show that the entire implant has migrated anteriorly. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that in the neurosurgery operating room, the mobi-c prosthesis was found to have externalized postoperatively on day 1, causing segmental instability and spinal cord compression. Explantation followed by implantation of another cervical cage brought clinical improvement to the patient.